Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 24 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the lad lesion. While advancing the device through the arterial opening, the physician felt that the stent was ¿sliding off¿ from the delivery balloon. The physician then rapidly took out the whole catheter. However, it was found out that the stent was left inside the vessel. It took around 20 minutes to remove the retained stent and the procedure was completed with a different device. No further patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).